Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, out of box, the placement of the green protective cap on the oxygenator is confusing. There was no patient involvement. There was no delay to the surgery.

Manufacturer narrative:
Terumo has not received the actual device. This issue has been determined to be a customer preference issue. (B)(4).